Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving ba clofen (unknown concentration at 146mcg/day) via an implantable infusion pump for unknown indications for use. It was reported that the patient reported increased spasticity. The patient believed it started in (B)(6) 2026, but it had gotten worse in the last month. The patient went to see their managing hcp on (B)(6) 2026 who then had them checked into the hospital. No environmental, external, or patient factors were applicable to the event. Diagnostics included that the patient tested negative for any infection, and a dye study was done (B)(6) 2026 and they could not aspirate through the catheter. Actions were that they would most likely be sent for a catheter revision. The issue was not resolved at the time of the report, and surgical intervention had not yet occurred and it was unknown if it was planned. Additional information was received from the manufacturer's representative (rep) and was confirmed by a healthcare provider (hcp). I t was reported that the cause of the inability to aspirate was that the catheter was completely broken in the spinal incision. A total replacement of the catheter was performed (B)(6) 2026 and the catheter was disposed of. The event was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780; lot/serial#: (B)(6); implanted: (B)(6) 2024; product type: catheter. Section d. Information references the main component of the system. Other relevant device(s) are: product ID: 8780; serial/lot #: (B)(6), ubd: 08-feb-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.